Manufacturer narrative:
Three masks were sent back without a box. No lot code was provided. The binder material strip was off center and did not get welded. Similar complaints have been recorded within the past year for gcfcxssf, an investigation into the root cause has been initiated.

Event description:
The distributor, (B)(4), reported that the metal strip over the nose comes off. A staff member was struck with the metal piece. Staff member went to optometrist for scraped sclera.